Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, there were an unspecified number of tubes that had a molding defect. Samples had to be redrawn and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 100 retained samples were visually inspected, and no collapsed tubes were found. The manufacturing process involves passing shelf packs through an oven where a plastic film is heated and shrinks to fit the pack. Sensors and trained operators are in place to handle any jams, ensuring minimal heat exposure to prevent tube collapse. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: molded part has defects. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, there were an unspecified number of tubes that had a molding defect. Samples had to be redrawn and no adverse impact was reported regarding the patient or user.